Event description:
This report is based on information provided by a philips bench engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device was not charging, the charging port was damaged. There was no reported patient involvement, therefore no health consequences or impact.

Manufacturer narrative:
Updated event date from 10jul2025 to 11jul2025.